Event description:
During intubation with 8.0 endotracheal tube by the resident, the cuff on the ett tore, causing tube to be switched out. Apparently this has happened to other providers multiple times.